Event description:
Customer was hospitalized for high blood glucose levels. Customer had high blood glucose and was not feeling well prior to hospitalization. Medical dr. Stated that potassium level was very high. Troubleshooting was performed. Pump passed the prime test but tubing clamp was not available for the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.